Manufacturer narrative:
(B)(4). D10: medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height: catalog#00596204010, lot#62809763; femoral component precoat size f left compatible with lps-flex prolong: catalog#00596001651, lot#62841755. G2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately ten (10) years post-implantation, the patient began to experience pain. Diagnostic images revealed loosening and lysis. During the revision surgery, the femoral component was found to be well fixed and the tibial component was loose. All components were removed to convert the patient to a different prosthesis system. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a healthcare professional. They state that two views of the left knee dated one year post-op showed a total knee arthroplasty without signs of hardware failure or loosening. However, two views dated 10 years post-op, demonstrated possible radiolucency along the cement-hardware interface of the tibial component, which could indicate loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.